Event description:
Resident resides in a skilled nursing facility. Resident was being transferred from wheelchair to bed via a total body lift from med-mizer. This was a new lift that had just been placed into service within the last 2-3 weeks. This is a bariatric lift designed to lift 600 pounds. The resident weight was 329 pounds. 3 cna¿s were present to conduct the lift and assist in the transfer. The resident was attached to the lift via the appropriate sling. While the resident was hanging from the sling mid-transfer, the lift started to bend and lean to the left side. The main mast arm became disconnected from the 2 support arms and several small pieces of the lift popped off and fell to the floor. The resident fell to the floor while still connected to the sling. The pieces that came off the lift appeared to be the bolt and connector pieces that connect the mast arm to the support arms. The resident was assessed by a nurse and sent to the hospital via ambulance for further evaluation. The resident returned the same day with no report of injuries other than bruising. The lift and the pieces that came off of it were quarantined for further evaluation and inspection by an independent medical device company.